Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that the insulin pump alarmed. Customer did not get insulin, the blood glucose reading was in 500 mg/dl range. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform occlusion and excessive no delivery alarm tests due to the alarm. However, the device passed the displacement test. Cracks to the reservoir tube lip, reservoir tube, display window, case and missing end cap sticker noted during visual inspection.